Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, plastic distal end cover burned, could not be identified. Could not specify root cause of the suggested event. Presumably, the user used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Gif/cf/pcf-190 series operation manual_4.3 using endotherapy accessories never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had burnt mark on (plastic distal end cover) c-cover. There were no reports of patient involvement.